Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml (unknown dose) via an implantable pump for intractable spasticity. It was reported that the patient was in a pump pocket revision currently because the patient/family felt like catheter access port (cap) area was eroding/causing discomfort. The rep stated the physician opted to move the pocket. The rep reported no loss of therapy and reason for the call was to see what old pump pouches were made of in 2017. Technical services stated dacron.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cap area eroding/discomfort resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.